Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection shortly after implant. The patient had revision in which the device was moved to the abdomen. The event was reported to have been resolved.